Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.071 ng/ml was obtained. Subsequent testing of the same patient¿s sample, centrifuged aliquot, produced lower results of 0.022 ng/ml and 0.019 ng/ml, respectively, within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer reported the result of 0.022 ng/ml to the hospital. All system parameters (quality control (qc), calibrations and system check) were performing within the specifications. The patient¿s sample was collected in 13x100 ml greiner lithium heparin plasma tube and centrifuged at 4,800g (relative centrifugal force) for 4 minutes at 20ºc.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. There was no evidence of any system issues. A definitive cause of the incident is unknown.